Event description:
Revision of shoulder components on (B)(6) 2015 due to rotator cuff disruption when patient fell down stairs and grabbed railing. This event report was received through clinical data collection activities. Surgeon believes event is definitely not related to the device.